Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after testing the balloon, change of cannula was performed without difficulty. A few hours later, the balloon deflated and needed to be re-inflated very quickly. The patient returned to have his cannula changed again.